Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the driver power module to fix the reported issue.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as 01/16/2015. The information for this follow-up report was noted on 10/27/2015. Life threatening was added because the ventilator required change out. Updated reflect failure analysis in follow up report 2021710-2015- 00301-001.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the driver power module assembly and the driver did not operate with the start/stop button. The problem was traced to the driver control pcba. Further examination led to a defective u3 ic-8038 oscillator voltage. Duplicated complaint allegation that unit would not start when the start/stop button is pushed.

Event description:
The customer reported that while in pt use, the ventilator suddenly stopped without loss in pressure and unit audibly alarmed; unk what alarm. The pt was removed from the ventilator and placed on another hfov, no pt harm.